Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance in both configurations. When the lead was connected to the analyzer capture thresholds were 0.75 v, p-waves were 3.5 mv and lead impedance was 400 ohms. When the lead was reconnected to the pulse generator there was no capture and lead impedance was greater than 2000 ohms. With a new pulse generator atrial lead numbers were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.